Manufacturer narrative:
Date of event: approximated to (B)(6) 2020 based on the date the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on november 2, 2020 that a flexiva ID 200 laser fiber was used in a ureteroscopy procedure in the kidney and ureter performed on an unknown date. Reportedly, the laser unit used was a lumenis p120 holmium laser. According to the complainant, during the procedure, the physician attempted to withdraw the laser fiber from the scope, but he noticed that the laser fiber was not coming out. The physician continued to remove the fiber and noticed a piece of the fiber had broken off. The fiber broke approximately 6 cm back from the tip of the fiber. Reportedly, it was noticed after the case that the scope was burned. The physician successfully used a basket to retrieve the laser fiber fragment that fell off inside the patient. The procedure was successfully completed. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith effort.